Manufacturer narrative:
The hospital representative called hologic and reported that the system was difficult to move and was leaning to one side. Hologic dispatched a field engineer, who packaged the system and sent the system back to the factory for a repair. The cabinet was replaced, the system was tested and returned to the customer.

Event description:
Customer reported that the wheel frame on the unit leaned out. The system did not tip over. No patient was involved in the incident. Therefore there was no patient injury.